Manufacturer narrative:
Citation: erlebach m et al. Immediate surgical intervention in a case of aortic annular rupture during tavr is key for success. Thorac cardiovasc surg 2017; 65(s 01): s1-s110 doi: 10.1055/(B)(4). Available online february 3, 2017 (online). Presented on february 12, 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that after a pre-implant balloon aortic valvuloplasty (bav), a medtronic 29-mm corevalve transcatheter bioprosthetic aortic valve was implanted into a (B)(6) year old female patient (serial numbers not provided). After deployment, the valve did not fully expand, and moderate regurgitation was noted. Following deployment, the valve was not fully expanded. Due to moderate aortic regurgitation, the valve was dilated via balloon aortic valvuloplasty (bav). Angiography showed a wide regurgitation jet and the patient developed a rise in central venous pressure, hypotension, and a pericardial effusion. A pericardial drainage was placed immediately. Despite administration of protamine, bleeding persisted. The procedure was converted to an open sternotomy with cardiopulmonary bypass. After removal of the bioprosthetic valve, a rupture from the right coronary ostium running vertically to the annulus was identified. The rupture was closed with multiple teflon-reinforced sutures, and a non-medtronic valve was successfully implanted. The patient was stable at all times, had an uneventful postoperative course, and was discharged home without any neurological deficits. No additional adverse patient effects or product performance issues were reported. Relevant past medical history included severe aortic stenosis and increased gradient measurements of 88 mmhg previous stroke and chronic steroid therapy.